Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use event on 16-apr-2024. The infusion set was in use for one hour. Patient replaced infusion set and resumed insulin successfully. No further information available.